Event description:
After blind bedside small bowel feeding tube placement procedure, the feeding tube was found on x-ray to have been placed in the lung. The tube was removed. The patient's stable status remained unchanged---on ventilator postoperatively after extensive goiter surrounding trachea and aorta had been removed.